Event description:
Product problem: the MRI system utilized was a siemens tim symphony 1.5 tesla magnet. Female out-patient presents for an MRI of brain/orbits. Pt vomited towards the end of the study. The MRI system developed errors io volt error. MRI table plugs assembly 1,2,3 became into contact with pt vomitus. Pt use MRI system vulnerable to pt bodily fluids during use.